Manufacturer narrative:
The calibration recovery was requested, but not provided. The qc recovery was requested, but not provided. The alarm trace was requested, but not provided. The description of the issue was trended for further investigation. No abnormal trend identified. The cause of the event could not be determined.

Manufacturer narrative:
Service did not find a cause for the issue. Various parts of the instrument were adjusted and cleaned and flushed. Mechanical and precision checks were acceptable. The customer ran qc with acceptable results.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for ureal urea/bun on a cobas 8000 c 702 module. The initial result was 6 mmol/l. This result was reported outside of the laboratory. The sample was repeated on a different analyzer and the result was 17 mmol/l. The sample was repeated on the c702 module in question with a result of 17 mmol/l. The repeat results were believed to be correct. The ureal/bun reagent lot number and expiration date were not provided.